Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote upgrade failed. A field service engineer (fse) determined that the screen became unresponsive during a remote software update being performed. The fse powered off the device and reseated all in one and hard disk drive data cables, but the issue persisted. The fse then reimaged the system using the recommended image, successfully restoring the operating system. The fse reconfigured the network settings and installed the remote access tool to enable connectivity. The fse confirmed that the device was back online and coordinated for the continuation of the software upgrade remotely, with no further immediate issues observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es system remote upgrade failed. However, there were no delay and adverse events or injuries reported based on this event.